Manufacturer narrative:
(B)(4).

Event description:
An attempt was made to use an inpact pacific drug eluting balloon to treat a lesion in a patient. It was reported that a balloon twist occurred during the procedure. Another inpact pacific drug eluting balloon was used to complete the procedure. There was no injury to patient or clinical sequelae reported for this event. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion evaluation codes: conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Manufacturer narrative:
Device evaluation: a visual and a tactile inspection was carried out on the returned device. Dry blood was found on the device and inside the guide wire tube and a twist was found on the balloon at 62mm from the proximal extremity. The visual inspection did not report any other abnormality on the device. The device was flushed and several attempts to advance a 0.018¿ guide wire were done, with no results. At this point, an attempt to introduce a 0.014¿ guide wire was performed, but also in this case the guide wire couldn¿t pass because of dry blood. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: - 1 bar: the balloon was showing wrinkles in correspondence of the twist; - 2 bar: some wrinkles were still visible on the balloon in correspondence of the twisted point. - 7 bar: wrinkles were no more visible on the balloon. - 14 bar: no issue detected on the guide wire lumen.